Manufacturer narrative:
Green gas dampener; locknut.

Event description:
It was reported that the locknut of the green gas dampener was loose. There were no sharp edges. There was no reported patient involvement or adverse consequences.